Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a robotic-assisted morcellated laparoscopic myomectomy due to a fibroid uterus on (B)(6) 2012 and a morcellator was used. On (B)(6) 2018, the patient returned with increased pelvic pressure. It was reported that on a CT scan dated (B)(6) 2016, the patient was found to have uterine masses, presumably fibroids and soft tissue pelvic masses in the cul-de-sac region. It was reported the patient underwent a biopsy on (B)(6) 2016 and the pathology report findings raised the possibility of leiomyomatosis peritonealis. It was reported that on (B)(6) 2018 it was noted that the patient was previously offered surgery in 2016 and was advised at that time that the lesion would grow, but the patient refused surgery at that time. The impression was enlarging spindle cell neoplasm and the patient wished to proceed with excision. It was reported that the patient had a CT scan of the abdomen/pelvis which was read as enlargement of the soft tissue mass in the left upper abdomen involving the abdominal wall musculature with enlargement of the intrapelvic masses in the region of the cul-de-sac and involving the uterus. It was reported that the patient returned to see a doctor on (B)(6) 2018 and was advised that the palpable mass in the abdominal wall had enlarged but there were now enlarging masses in her pelvis which ¿clearly, she had seeding during morcellation.¿ it was reported that the patient underwent a radical excision abdominal wall mass, complex repair 10 cm wound laparotomy, total abdominal hysterectomy, removal of pelvic masses, bilateral salpingectomy and cystoscopy insertion ureteral stent on (B)(6) 2018. It was also reported that during the procedure the mass was adherent to the peritoneum and a portion of the peritoneum was excised with the mass, which was approximately 12 cm. It was reported that 3 pelvic masses were identified in the cul-de-sac, the largest was 12 cm and the other 2 masses roughly 5 cm. It was reported that the surgical pathology report dated (B)(6) 2018 stated the findings were consistent with leiomyomas. No additional information is available.